Event description:
It was reported that while using bd vacutainer® cpt¿ cell preparation tube with sodium heparin, there was no gel movement, so the tube didn't separate. This event occurred 1 time and no patient impact. The following information was provided by the initial reporter: customer problem: customer is reporting no gel movement causing no separation. Affected lot number 2341874. Steps taken with customer/troubleshooting: customer stated centrifuge settings as follows: 1500 rcf for 15mins at 20 degreesc. Documented complaint and advised the customer to increase centrifuge speed and time. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details customer is reporting tube failed to separate.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® cpt¿ cell preparation tube with sodium heparin, there was no gel movement, so the tube didn't separate. This event occurred 1 time and no patient impact. The following information was provided by the initial reporter: customer problem: customer is reporting no gel movement causing no separation. Affected lot number 2341874. Steps taken with customer/troubleshooting: customer stated centrifuge settings as follows: 1500 rcf for 15mins at 20 degreesc. Documented complaint and advised the customer to increase centrifuge speed and time. Hazard, injury or erroneous results? No hazard, injury or erroneous results details customer is reporting tube failed to separate.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 47 retention samples from bd inventory were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of october 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10.